Manufacturer narrative:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿cutting speed which over time becomes irregular and then stops completely¿ does not represent a reportable device malfunction. The initial report was submitted in error. When they tested the faulty vitrectomes on the other console, did not find any problems. This seems to be a problem with the equipment and not with the consumables. No further reports will be scheduled under mfg report num. 1644019-2024-00653. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
It was determined that the information provided for this event ¿cutting speed which over time becomes irregular and then stops completely¿ does not represent a reportable device malfunction. The initial report was submitted in error. When they tested the faulty vitrectomes on the other console, did not find any problems. This seems to be a problem with the equipment and not with the consumables.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photo one shows a pak tray in which the lot information is confirmed. Photo two shows a display from the console. Photo three shows a label on the back of the console. The video attached was reviewed by the manufacturing site. Video shows a probe in a tray and the flow of the aspiration and the screen of the console. Reported cutting issue cannot be determined from the video. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that an ophthalmic operating console displayed error message, the cutting speed of console and vitrectome, which over time became irregular and then stopped completely during vitrectomy surgery. The surgery was completed on the same day. The patient harm was not reported.